Event description:
A medtronic representative reported that, while in an o-arm 1000 imaging system spine procedure, an inaccuracy of approximately 2mm was noted during navigation, after switching to a sterile spine frame. In trouble-shooting, the frame was re-attached and noted to not be securely attached to the vertek arm. A second o-arm spin was acquired and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Lot number and device manufacturer date provided.the returned frame was found to be in good condition. The starburst attachment was solidly attached to the frame. The threads within the starburst were normal allowing the frame to attach easily and solidly. With markers attached and fully seated, the frame returned good geometry and divot error readings. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. As per the reported event, the most likely cause was that the frame was not properly attached to the spine clamp by the user.

Manufacturer narrative:
The site declined to provide patient identifier, age or weight, referencing (B)(4) privacy laws. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.